Event description:
Provider alleges that every time the joystick is turned on, it enters the reset screen on a (B)(4) power chair. Then when you reset it, it works fine. Then it will go right back to the reset screen every time it is shut off.